Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead measuring 19.5 cm. Was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The distal conductor of the lead became extrinsically fractured due to melting, and the outer insulation of the lead was observed to have blood ingression. Analyst commented, visual analysis found outer insulation breached in ¿vivo/ environmental stress cracking. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being returned with no information.  The rv lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.